Event description:
The customer reported that the quick bolus/wake button on their insulin pump was difficult to press, often requiring multiple attempts to activate the pump screen. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.